Event description:
A report was received that the patient underwent a pocket revision due to cold sensation which came from the ipg and caused pain. The patient is reportedly doing well after the pocket revision.

Manufacturer narrative:
Device remains in patient. This is the final report.